Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately high compared to another device (prodigy). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2012 at 8:30 am. The patient reported obtaining blood glucose readings of ¿176, 198, 199, 184, 92, 254, 145, 164 and 185 mg/dl¿ with the subject meter and ¿86, 94, 107 and 102 mg/dl¿ on the other device. The tests were performed within an unknown time of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient informed the csr that she manages her diabetes with insulin and reported adjusting her insulin dose by too much or too little based on guessed readings as a result of the alleged issue. The patient reported developing symptoms of ¿headaches, fast heartbeat, feeling dizzy and sweaty¿ 15 minutes after the alleged inaccuracy issue began. The patient denied receiving any treatment in response to the symptoms or using any other device to test her blood glucose. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the test strips associated with the complaint had expired or been stored incorrectly. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.